Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove protective sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional nc trek referenced are being filed under separate medwatch reports.

Event description:
It was reported the protective sheath from the 2.5x12 mm nc trek rx balloon dilatation catheter (bdc) could not be removed. The nc trek bdc was not used for the procedure. A second 2.5x12 mm nc trek rx bdc was unpackaged, the protective sheath was difficult to remove, however it did come off the balloon and the bdc was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.